Manufacturer narrative:
The reported event was confirmed through functional testing and archive data review of the autopulse platform (sn (B)(4)). The root cause is due to a defective load cell. Upon visual inspection damaged top, front, battery compartment screw bosses and bottom cover were observed. The drive shaft was exhibiting binding and resistance. These observations were not related to the reported event. Evaluation of the platform during initial power up, revealed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message on the user control panel. The archive data was reviewed and contained multiple ua 7 error message on the reported event. A load characterization check was performed and identified a defective load cell. After replacement of the load cell, top cover, front cover, bottom cover, battery compartment screw bosses and deburring of the clutch; the platform passed all testing specifications with no further issue observed. The autopulse platform is a reusable device and was manufactured on 31 jul 2008. It has exceeded its expected service life of 5 years. The platform is 10 years old and has not seen regular preventive maintenance. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During device check, the autopulse platform displayed error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). No patient was involved.